Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad). The patient presented with previously placed stents in the lad. Restenosis was noted distal to the implanted stents and no flow occurred. During the procedure, the physician crossed with an unknown guide wire and attempted placing a 2.25x12mm taxus atom stent however it would not deploy. The device was pulled back and it was found that the stent got flared. The physician successfully completed the procedure with a percutaneous transluminal coronary angioplasty (ptca). No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR. Received product consisted of a taxus liberte monorail catheter and stent. The stent delivery system presented no visual damage. The balloon was tightly folded with the stent in between the markerbands. Three struts on the proximal end of the stent are bent/lifted. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad). The patient presented with previously placed stents in the lad. Restonosis was noted distal to the implanted stents and no flow occurred. During the procedure, the physician crossed with an unknown guide wire and attempted placing a 2.25x12mm taxus atom stent however it would not deploy. The device was pulled back and it was found that the stent got flared. The physician successfully completed the procedure with a percutaneous transluminal coronary angioplasty (ptca). No patient complications were reported and the patient's status is ok.